Event description:
It was reported that the extension eroded through the skin. Extension was replaced with new one. No change in therapy reported. Circumstances that may have led to the issue were unknown. The issue was resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 21-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.